Event description:
It was reported that the physician made three attempts before achieving proper placement and good pacing threshold. After completing the procedure there was ventricular pacing failure. One day post implant during device interrogation, it was impossible to test the ventricular lead. The lead was explanted.

Manufacturer narrative:
Na